Event description:
It was reported that the patient had high impedance upon interrogation. Patient is currently asymptomatic and seizure-free. Site plans to take x-rays of patient's device. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.